Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer stated that they had low blood glucose of 44 mg/dl and high blood glucose over 600 mg/dl. The customer's blood glucose was 414 mg/dl at the time of call. The customer stated that the emergency medical services came and took them for hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer performed troubleshooting for high blood glucose and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.